Event description:
The customer reported that at the end of a hemicolectomy, the surgeon suffered a shock that caused a slight burn on the arm. The next day, the pt presented a burn on the upper right leg, close to where the return pad was placed.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for investigation. Additional questions in regard to the incident have also been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.